Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that occlusion alarms occurred, and the customer believed the occlusion alarms to be "false". There was no reported adverse impact to the customer related to the reported issue. The customer indicated that the issue was not presently occurring when speaking with tandem technical support, and declined to provide further information regarding the issue.